Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent inadequate apposition occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery with reference vessel diameter of 3.25mm. After ablation with a 1.50mm rota wire and pre-dilatation with a 2.5mm non-bsc balloon catheter were performed, a 38x2.50mm synergy drug-eluting stent was deployed to treat the lesion; however, it was noted that the stent was not fully expanded. Subsequently, a 3.25mm x 12mm nc emerge&#59394;balloon catheter was advanced for post-dilatation but failed to cross the previously implanted synergy stent. A non-bsc guide extension catheter was used but the nc emerge&#59394;balloon catheter still failed to cross the stent. The procedure was completed with a 3.25 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.